Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease (dvd) of the diagonal and obtuse marginal branch. A 2.25 x 28 synergy stent was deployed at the diagonal lesion. Following deployment, a distal stent edge dissection was noted. A 2.25 x 12 synergy stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred, the patient was diagnosed with double vessel disease (dvd) of the diagonal and obtuse marginal branch. A 2.25 x 28 synergy stent was deployed at the diagonal lesion. Following deployment, a distal stent edge dissection was noted. A 2.25 x 12 synergy stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the target lesion was located in the 80% stenosed, moderately tortuous, and mildly calcified target lesion. It was clarified that a type b dissection and non flow limiting occurred.